Event description:
It was reported that patient for scheduled procedure. During procedure, it was noted that right atrial (ra) lead and right ventricular (rv) lead exhibited loss of sensing and loss of capture. The leads were ultimately not used and replaced with new leads. Patient condition was stable.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in on piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.